Event description:
The male patient received two cypher select stents. After the procedure, the patient developed pulseless ventricular tachycardia which was electrically cardioverted and subsequently the patient became stable.

Manufacturer narrative:
This device (lot 13215796) is distributed outside the united states, however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01588. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. See scanned pages